Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 9:38 am: lo mg/dl (which on the system indicates a result of less than 10 mg/dl.) ; 9:44 am: 189 mg/dl; 9.45 am 69 mg/dl; 9:55 am: 212 mg/dl; 10:00 am: 348 mg/dl.